Event description:
Device 2 of 2. Reference MFR report #1627487-2012-12366. It was reported that pt was explanted due to a fever and infection. Reportedly the pt was admitted to the hospital following the explant for a course of intravenous antibiotics for several days.

Manufacturer narrative:
Manufacturer's evaluation: the returned product was not analyzed as the complaint of infection could not be confirmed vis laboratory testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.